Event description:
Staged procedure-patient had 3 taxus stents placed in the mid rca in 2004. The following day the patient had a taxus stent placed in the cx. Patient was discharged at 2:30pm. The patient started to experience chest pain at approx 4:30am 2 days later. Patient presented to the e.r. At 8:30am with chest pains. In the cath lab it was determined that thrombus was present in the taxus stents in both the rca and cx. The physician used an angiojet catheter in the rca and during removal of the catheter the forte wire broke outside of the guide catheter and was removed without incident. The physician then used balloon dilation, type unknown, to treat the thrombus. During dilation a dissection was noted. A vision stent was placed in an area between two taxus stents to repair the dissection. Patient status is listed as "okay." Same case as MFR #s 6000130-2004-00043, 6000093-2004-00105, 6000089-2004-00196, 6000089-2004-00197.